Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
(B)(4).

Event description:
It was reported a week after implant, increased capture threshold was observed. The patient was asymptomatic. Lead repositioning was not successful due to the helix not extending. It was noted that there was tissue growth around the helix. The lead was explanted and replaced. The patient condition was stable.